Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer also reported the tubing line would freeze and the insulin would turn into a thick gel while in the reservoir. The customer stated the no delivery alarm occurred during a bolus. The customer's blood glucose was 250 mg/dl. The customer reported receiving three no delivery alarms in one day. The customer was unable to troubleshoot at the time of the call. The reservoir will be returned for analysis.